Event description:
A report was received that a patient underwent a pocket revision surgery. The ipg started to slide down from the original placement in the pocket which caused the patient pain at the pocket site. The physician repositioned the ipg 6 inches higher.

Manufacturer narrative:
This is the final report.